Manufacturer narrative:
This report is for one (1) unknown tfna blade. Part#, lot# and UDI # is not available. It is unknown if/when the patient underwent revision surgery. Device is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. This report is for one (1) unknown tfna blade. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on an unknown date, patient was implanted with tfna blade. Post-operative on an unknown date, blade had cut out after telescoping. Patient outcome was not reported. This report is for one (1) unknown tfna blade. This is report 1 of 1 for (B)(4).